Manufacturer narrative:
B3: event date was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that the balloon was difficult to withdraw through the sheath. A 2cm peripheral cutting balloon was selected for use in an angioplasty procedure. During withdrawal, the cutting balloon was sticking and the blades of the balloon cut through the sheath. No patient complications were reported.

Manufacturer narrative:
B3: event date was approximated to 08/14/2024 based on the date the manufacturer became aware of the event. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. Device eval by manufacturer: this peripheral cutting balloon was returned and analyzed. Visual inspection revealed a tear in the sheath and an outer sheath kink approximately 100mm proximal from the distal tip. The balloon had been inflated and was not refolded. The balloon, tip section, markerbands and blades of the device were visually examined, and no issues were noted. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. It is possible that the resistance that was encountered at the sheath upon removal may have been due to the user not applying sufficient negative pressure to achieve an optimum balloon refold causing the peripheral cutting balloon to stick and cut the sheath.

Event description:
It was reported that the balloon was difficult to withdraw through the sheath. A 2cm peripheral cutting balloon was selected for use in an angioplasty procedure. During withdrawal, the cutting balloon was sticking and the blades of the balloon cut through the sheath. No patient complications were reported.